Event description:
The pt was implanted with a neurostimulator receiver on (B)(6) 2006. It was reported that he is not receiving stimulation. A consultation with the physician has been scheduled for further evaluation of his scs system. Follow-up on the pt found that surgical intervention will be undertaken to resolve this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.